Event description:
Had the lapband put in (B)(6) 2014, in 2016 found out I was preggo. Five months after baby was born having horrible ache and running fevers. I spent a day in the ER running all types of tests. I started going septic, had my lap band urgently removed as the lap band had eroded into my stomach causing a hole. I was breastfeeding.